Event description:
A customer contacted beckman coulter inc., (bci), regarding reproducible, elevated thyroid-stimulating hormone (tsh) results, above the normal reference range, generated by the synchron lxi 725 clinical system for one patient. The results were reported out of the lab and questioned. Subsequent testing on an alternate methodology produced result below the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer collects tsh samples in greiner plasma tubes with a gel separator. Specimens are centrifuged at 3,500 rpm for 10 minutes. All three levels of tsh qc have been within the customer's established ranges for the past two weeks. A routine system check performed on (B)(4) 2010 passed within instrument specifications. Service was not dispatched for this event as the customer is not questioning instrument performance at this time. The customer sent sample to customer product line support (cpls) for additional testing. Cpls was able to confirm a patient source interferent. Therefore, a heterophile interferent is the root cause of this event.